Manufacturer narrative:
A medtronic representative went to the site to test the equipment on (B)(6) 2017. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, while outside of a procedure, the viewing station of the imaging system powered down immediately after being unplugged from the wall. The rep reported that the line power light was illuminated. No additional information was provided. There was no patient present when this issue was identified.